Event description:
Components removed due to wear and loosening. Doi: 91; dor: 99. The pt has moderate; normal activity level and he is retired. Phone conversation with user facility rep (11-04-99) found that the tibial insert (1488-60-000) was worn almost to metal on metal. The tibial tray (1488-25-000) was loose. The components are not coming back as they have been forwarded to the dr.